Manufacturer narrative:
Device was received with unresponsive all the buttons due to keypad connector unlocked.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump had keypad anomaly. Customer¿s blood glucose level was 138 mg/dl. Customer reported that the scroll bar was not moving with no input. Customer reported that they need to press buttons very hard. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.